Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. It was found that product problem and required intervention fields were not marked on the initial report. The relevant fields have been updated for the corrections. Investigation summary : the device was visually inspected, and no apparent damage was found. Leak testing was performed, and it revealed a tear in the anterior view, measuring approximately 0.1 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2/6/2020, it was found that the date of implantation reported on the initial report was incorrect. The correct date of implantation is (B)(6) 2017. The relevant filed has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right-sided deflation. Concomitant medical products: 300cc mentor smooth round moderate plus profile (catalog #: 3502300, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 300cc mentor smooth round moderate plus profile and experienced postoperative right-sided deflation. As a result, the patient underwent bilateral removal and replacement with two 325cc mentor smooth round moderate plus profile (catalog #: 350-2325, serial # for right: (B)(4), serial # for left: (B)(4)) on (B)(6) 2019.